Manufacturer narrative:
Field expiration date: na.

Event description:
The device analysis found that the epoxy has chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.